Event description:
An eye care professional reported that a female patient had experienced a pseudomonal infection & govere pain associated with wear of focus night & day contact lenses & was hospitalized for 8 days. Request has been made for further information, however no further information is available.